Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for headache and spinal pain. It was reported that the device would not interrogate with the implantable neurostimulator (ins); the patient was keeps having poor communication. Due to the issue, the patient decreased the stimulation down to 0.9v or 1.0v to preserve the implantable neurostimulator (ins) battery. The patient noted that when she went to turn the stimulation back up, the screen of the programmer flashed the setting and then would go away. The patient tried changing the programmer batteries and has already attempted to sync both with and without the antenna. It was indicated that the implantable neurostimulator recharger (insr) was able to connect with the cervical ins and the lumbar ins. In addition, the patient reported that the lumbar ins was located in a funny position, so it takes a couple of tries to get the external equipment connected. A replacement programmer was sent to the patient. No symptoms were reported at the time of the event. There were no further complications or anticipations reported with this event. No symptoms were reported at the time of the event. There were no further complications or anticipations reported with this event. Refer to regulatory report:245382325,us FDA - MDR regarding the first implantable neurostimulator (ins).